Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a proximal and mid unknown lesion. A 2.5 x 12 mm trek balloon catheter was advanced to the lesion; however, when the balloon could not be inflated to 4 atmospheres. The device was removed and when testing it outside the anatomy a rupture was noted. Another 2.5 x 12 mm trek was used for pre-dilatation and a 2.5 x 15 mm xience pro was successfully implanted. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.